Manufacturer narrative:
Device evaluation: the customer reported issue of was confirmed. Further investigation found downstream occlusion (dso) seal delamination. The dso seal was replaced. The device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿software error, software update requirement, and cracked battery department¿; during device evaluation it was found downstream occlusion (dso) seal delamination. Occurred during testing, there was no patient involvement.